Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Guided nurse to use the pause audio button. Verified that helium tubing was free of blood and all connections were secure. Instructed her to perform an iab fill and restart the pump, which successfully resolved the alarm.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11 corrected fields - h6 (component codes).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Update fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation) keeping UDI partial in emdr (1438108) as serial number is unavailable.